Event description:
It was reported to boston scientific corporation in late 2008, that a injection gold probe bipolar electrohemostasis catheter was used during an endoscopic procedure (patient age, gender and weight are unknown) the same day. During the procedure, the needle advanced through the plastic sheath of the catheter. Another injection gold probe bipolar electrohemostasis catheter was used to complete the procedure without patient complications. Patient condition was reported as fine.

Manufacturer narrative:
Visual inspection of the returned sample revealed the hypotube/needle bent/fractured and protruding through a severely kinked catheter at 79.5cm from the handle strain relief. A re-creation of the failure was previously performed in the lab. If the catheter is advanced rapidly and the strokes of the hand are spaced more than recommended in the directions for use (dfu), any resistance encountered during advancement will case a kink to occur. If the kink is severe enough, it will cause the hypotube to break. Upon needle extension the hypotube will break through the catheter. All evidence suggest that the device was used outside of the dfu and that extreme force was applied to the device as showed by the bent/fractured hypotube protruding through the kinked catheter. The most probable root cause is user error.